Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " about half one this afternoon we had 10 anaerobic bottles which all flagged up as positive from the same drawer, drawer b. Performed gram stains and they are all false positive bottles. There isn't an error message on the bactec."

Manufacturer narrative:
H6: investigation: customer reported 10 anaerobic bottles which all flagged up as positive from drawer b on a bd bactec fx top instrument (p/n441385, s/n (B)(6)) . No erroneous results was reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and upgraded the software version to 6.40 and the instrument was determine to be working within expectations. This is a confirmed failure of a bd product. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) was reviewed and revealed one previous complaint for false positives ((B)(4)). The root cause was due to using of older software version . Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "about half one this afternoon we had 10 anaerobic bottles which all flagged up as positive from the same drawer, drawer b. Performed gram stains and they are all false positive bottles. There isn¿t an error message on the bactec."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.